Manufacturer narrative:
The insulin pump passed the functional test including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump was received with broken reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 1200 mg/dl. The caller stated that the insulin pump has a crack on the reservoir tube, and feels that the crack is what caused the high blood glucose levels. The caller declined troubleshooting as he felt the crack was to blame for the event. Advised the caller that the insulin pump would be replaced. Nothing further was reported.